Event description:
It was reported to the manufacturer that the patient has been perceiving the delivery of stimulation to be erratic. Review of device diagnostic history revealed a fluctuation in dcdc code between 0 and 1 on system diagnostics tests. The physician was notified regarding the possibility of a short circuit condition in the patient's lead. X-rays were taken and reviewed by the patient's surgeon. According to the surgeon, the patient's lead appears intact in the x-ray view. There may have been trauma to the device site from patient falls that contributed to the reported event. The physician has opted to schedule the patient for prophylactic generator replacement for the reported event. If present, an intermittent short-circuit could have potentially contributed to the patient's erratic stimulation event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.